Manufacturer narrative:
A partial lead with the distal tip measuring 51.0cm was returned for analysis. External insulation abrasion was noted at 42.1-42.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 8.4-9.1cm and 11.2-11.7cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.1cm from the distal tip. Internal insulation abrasion was noted at 26.4-27.2cm from the distal tip. The etfe coating was abraded at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were observed. The lead was explanted and replaced. Patient was doing well after event.